Manufacturer narrative:
The service evaluation identified a no image malfunction due to a defective video cable connector on the circuit (ap) board. There are 5 broken spacers under the circuit boards (ap & cr). Additionally, the external top cover rear panel are dented. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that an asset evis exera iii video system center was returned for service/evaluation. There was no defect or malfunction associated with the device. However, upon inspecting and testing, no image malfunction was identified due to a defective video cable connector on the circuit (ap) board. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/defective (video) cable connector and 5 broken spacers under the circuit boards (ap & cr boards) could not be identified. Olympus will continue to monitor field performance for this device.